Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had volume too high at 21.23 and 21.04 during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing a flow accuracy verification test was performed, and it was noted that the volume infused was 5.665% greater than expected. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plates which were found worn. The pressure plates require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.